Event description:
It was reported that in 2006 pt niticed a small crack, approx. 1/3 of the way through her tube. The next day crack had progressed to 2/3 of the way through tube. By evening of the same day tube had completely broken. Tube was exchanged in surgery the next day.